Manufacturer narrative:
Additional information: e1(event site postal code - 20092) & tel (B)(6). It was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "maintenance code #7". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the time of evaluation fse had disassembled and cleaned the power supply section. After that the repair had been completed. The operational tests were being carried out with positive results. The fault did not cause any damage/inconvenience to operators/patients or delays in procedures. There was no involvement of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) reports error.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during the routine check, the cs300 intra-aortic balloon pump (iabp) reports error. There was no patient involved.